Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer site. The customer's reported complaint of "the ac input power module and the fuse box on the thermogard xp ivtm system (sn: (B)(4)) were observed broken" was confirmed during visual inspection. The root cause was due to the defective ac input power module and fuse box as a result of normal wear and tear and/or due to user mishandling. The ivtm thermogard console is a reusable device and it was manufactured on august 2013 and is almost 7 years old, exceeded its serviceable life of 5 years. During visual inspection, it was observed that the ac input module was broken, and the fuse box was detached; thus, confirming the reported complaint. The ac module assembly, including the ac input power module and fuse box, were replaced to remedy the issue. The event log review showed no significant discrepancies. The initial functional testing could not be performed due to the damaged/ defective power supply components. Unrelated to the reported complaint, the ac power cable failed the electrical safety test (esd), as the resistance was measured at higher than 2 ohms. Acceptable resistance value should be measured less than 1 ohm. The root cause for the observed high resistance is due to the defective ac power cable as a result of normal wear and tear and/or due to user mishandling. The ac power cable was replaced to remedy the fault. Following service, the thermogard console passed all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
During training, the ac input power module and the fuse box on the thermogard xp ivtm system (sn: (B)(4)) were observed broken. The system was not operational. No patient involvement.